Event description:
The pt was implanted with a ventricular assist device (vad). It was reported by the hospital rep that the pt experienced a hemorrhagic stroke. International normalized ration (inr) was therapeutic, and the pupils were fixed and dilated. It was later reported that the pt expired after device support was withdrawn per the family's request.

Manufacturer narrative:
The device will not be returned for analysis and no autopsy will be performed. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Correction: the patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be confirmed. The pump was reportedly functioning as intended and the hospital did not believe the event was device related. An autopsy was not performed and no device was available to be returned to the manufacturer for evaluation. Based on the information available, and due to no product being available for evaluation, a root cause for the reported event could not be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder